Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component that loosened met specification. The component was sent for a dimensional analysis, which the results are pending. Should additional information be obtained the report will be supplemented.

Event description:
Patient x-rays revealed that the femoral stem had loosened and required medical intervention.

Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component that loosened met specification. The component was sent for a dimensional analysis, which the results are pending. Should additional information be obtained the report will be supplemented. The dimensional analysis was conducted on the segmental stem which revealed that all critical features were within specification. Based upon the device history record, sterilization batch release record, and returned component evaluation it was concluded that the failure was not related to the manufacture of the implant or a nonconformance.

Event description:
Patient x-rays revealed that the femoral stem had loosened and required medical intervention.